Event description:
It was reported that bd needle eclipse 27x1/2 safety mechanism failed. It was reported by customer that one of my staff had a needle stick injury this morning - as the needle was faulty and detached from safety mechanism, explained safety did not stop at needle and safety bent into needle causing needlestick injury. Verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached. Chc complaint reference #: (B)(4). Customer (hospital) name: (B)(6) hospital. Customer address: (B)(6). Contact name: (B)(6). Phone: (B)(6). Fax: (B)(6). E-mail: (B)(6). Correspondence language: english. Cat# of product being complained: bd305758. Description of product: needle eclipse 27gx1/2 in f/ll syr 100ea/pk 12pk/ca. Lot or s/n: (B)(6). Complaint category: fail to function / defective. Reportable: no. Incident date: (B)(6) 2024. Details of complaint (reported issue): one of my staff had a needle stick injury this morning - as the needle was faulty and detached from safety mechanism, explained safety did not stop at needle and safety bent into needle causing needlestick injury. The staff member has been to occupational health and completed an incident form customer indicated that they wish to be provided with the final results of this investigation. Please copy gmb-can-chc-complaints@cardinalhealth.com when sending to the customer. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: yes. Has health canada been informed? Unknown. Qty affected: 1 ea. Samples available? No. Is customer requesting an rga?: no.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.